Event description:
Device explanted due to eri indication with unexpected battery behavior. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Next, the device was interrogated. The interrogation could be properly performed and revealed the eri battery status. The ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.